Manufacturer narrative:
(B)(4).

Event description:
Procedure type: roux-en-y. According to the reporter: staples did not form properly and tissue needed to be oversewn. The delay in surgery was over 30 minutes. Unanticipated blood loss was more than 250cc. Continued on ftr (B)(4).